Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1 and 4 failed and required maintenance. A field service engineer logged into hardware test application and tried to open the lid, but it gave an error, ejected the cubie and inspected it, discovering that something was stuck. After reinserting the cubie and assisting with the lid manually, it was found that a piece of tape was preventing the lid from properly opening, the tape was removed, and the system was tested. The system functioned as intended after the field service engineer repaired the device.